Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure device was identified just below the tube and the subserosal portion of uterus'), device expulsion ('the essure device was identified just below the tube and the subserosal portion of uterus/left fallopian tube with no essure coil') and device breakage ('there is a fine coiled wire and straight wire fragment of material which measures 7.5 cm in length and less than 0.1 cm in diameter') in an adult female patient who had essure (batch no. E13072) inserted for female sterilization. The patient's concurrent conditions included congenital hematological disorder, hodgkin's disease and lymphoma. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal/laparoscopic bilateral salpingectomy and device removal/laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion and device breakage outcome was unknown. The reporter considered device breakage, device expulsion and embedded device to be related to essure. The reporter commented: discrepancy in date of insertion: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 23-jul-2018: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: mr received. Lot number added. New reporter, concomitant conditions added. Events added: device embedded, device breakage and device expulsion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure device was identified just below the tube and the subserosal portion of uterus'), device expulsion ('the essure device was identified just below the tube and the subserosal portion of uterus/left fallopian tube with no essure coil') and device breakage ('there is a fine coiled wire and straight wire fragment of material which measures 7.5 cm in length and less than 0.1 cm in diameter') in an adult female patient who had essure (batch no. E13072) inserted for female sterilization. The patient's concurrent conditions included congenital hematological disorder, hodgkin's disease and lymphoma. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal/laparoscopic bilateral salpingectomy and device removal/laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion and device breakage outcome was unknown. The reporter considered device breakage, device expulsion and embedded device to be related to essure. The reporter commented: discrepancy in date of insertion: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Batch no e13072 production date 2015-07-14 expiration date 2018-07-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.